Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back regarding the same issues documented previously. Caller said they were still having incontinence issues and would like to adjust stimulation. They noted that they don't really remember how to use their patient programmer (pp). As a result of what was reported, stimulation was increased from 1.3v to 1.6v. Caller said they will monitor their symptoms and follow up with the healthcare provider (hcp) if the adjustment doesn't resolve the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update to pt's weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked the circumstances that led to the sudden loss of stimulation and therapy and incontinence, the patient said they were "disconnecting" the stimulator by mistake. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having problems with their bladder leaking. Using their patient programmer (pp), they found the stimulation was on and at program 3 at 0.8 volts. The patient increased the stimulation to 1.1 volts and was going to follow-up with their healthcare professional (hcp) if the symptoms didn¿t get better. There were no device issues or further complications reported or anticipated. Additional information was received from a consumer. It was reported that the patient lost therapeutic benefit. The patient stated that it had been helping with their symptoms but then ever since they toughed the pp, it stopped helping. The patient stated that they went to familiarize themselves with the pp and could not figure out the icons or the buttons due to the language barrier, so they stopped using the pp. The patient stated that ever since that, they had been urinating a lot and had not felt stimulation. It was noted that the patient had access to their pp and it showed that the stimulation was off. The patient was instructed to turn on the pp. The patient noted that they may have accidentally turned the stimulation off. The patient was assisted in increasing the stimulation from p3 1.1v to p3 1.3v. The patient reported feeling stimulation in the correct area. It was stated that the patient would monitor their symptoms now that the stimulation was turned back on and would follow up with their hcp is the symptoms did not resolve. The patient confirmed that this was a sudden change in their stimulation. The patient also mentioned that they slipped and fell and broke their leg but the event was not related to the device or therapy. No further complications were indicated.